Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit did not warm up causing the mr850 respiratory humidifier to alarm. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the complaint breathing circuit were returned. A heater wire resistance test was carried out using a multimeter. Results: the heater wire resistance test found both the inspiratory and expiratory to be within specification for this product. No fault was found. Conclusion: no fault was found with the returned complaint breathing circuit. The rt340 breathing circuits are both visually inspected and electrically tested during production and those that fail are rejected.